Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5041040/ 5001065.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an scs explant procedure and was doing well postoperatively. The explanted devices will not be returned.